Event description:
Started using renu with moistureloc beginning of december/mid november. About a month before, my eyes really red, sensitive to light. Had to be rushed to emergency room because it felt like something stuck in my left eye. Turned out to be a corneal ulcer. Underwent lots of medicine care (eye drops, ointment, etc.). Did not wear contacts for approx 2 months. Then 4 mos lateri had to rush to emergency room with a corneal ulcer in my right eye. Same symptoms, etc.